Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that during the implant procedure, the patient stopped breathing. The procedure was stopped and the physician did not believe the device was related to the incident. The patient has recovered without sequelae.